Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose level over 400 mg/dl. The customer stated that prior to the event, he had been experiencing elevated high blood glucose levels. The customer also stated that he bolused but the high blood glucose levels continued to rise. The customer then stated that he changed his infusion set as a result of the high blood glucose. The customer further stated that the bolus wizard had doubled the amount of insulin he was supposed to take. Programming was correct. Nothing further was reported.